Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned in the future this complaint will be re-assessed. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. Medical investigation concluded: based on the information provided, the patient impact beyond the reported temporary discontinuation of therapy and application of the temporary dressing could not be determined as there was reportedly no patient harm/injury. No further medical assessment could be rendered at this time. A review of the risk file, contains delayed wound healing as failure effects as a result of treatment stopping before therapy completion, however no harm was reported. The IFU has been reviewed, which contains adequate warnings, cautions and guidance in the use of the device and steps to be taken in the event of an alarm activating. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation is now complete with no further actions by smith and nephew deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment, the renasys touch device alarm blockage was displayed even though no blockage was visible. No back-up was available so a temporary dressing was applied for 48h until a new device was delivered. No patient harm.

Event description:
It was reported that during treatment, the renasys touch device alarm blockage was displayed even though no blockage was visible. No back-up was available. It is unknown how the treatment was completed.